Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a surgical graft placement procedure, the packaging of the device was allegedly found to be unsealed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed sauvage filamentous knitted polyester fabric was received for evaluation. Upon visual evaluation, a tear was noted to the seal on the outer box. Sample 2 within the box was noted to be sealed and therefore not decontaminated. No other anomalies were observed. Therefore, the investigation is confirmed for the reported unsealed device packaging as a tear was noted to the seal on the outer box. A definitive root cause for the alleged unsealed device packaging issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a surgical graft placement procedure, the packaging of the device was allegedly found to be unsealed. There was no patient contact.